Event description:
It was reported by service report that the footboard modules were cracked and hanging out of the footboard. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: footboard modules were cracked and hanging out of footboard.